Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and ran the instrument but did not observe any active leaks. The fse identified the vertical drive assembly was jammed and the instrument was giving "drain time out" errors. The fse cleaned the shaft of the drives and the vertical drive assembly was free. The instrument continued to give errors. The fse flushed the baths and ran the extended clean procedure. The instrument ran without any errors. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak when using the coulter act 5 diff cap pierce (cp). The leak was reported to be at the probe of the instrument, about 1ml in volume and was not contained within the instrument. The instrument was generating "drain time out" errors when the leak was identified. While servicing the instrument for the reported leak, a beckman coulter field service engineer (fse) identified vertical drive assembly was jammed. The fse did not observe any leaks in the instrument. The operator was wearing personal protective equipment of gloves, goggles, and a lab coat at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results reported out of the laboratory for this event. There was no death, injury or affect to user or patient treatment.